Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to verify that the fluid spill was limited to the exterior of device; no intrusion found beyond exterior panels. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during setup inspection, the cardiosave intra-aortic balloon pump (iabp) had possible fluid intrusion. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during setup inspection, the cardiosave intra-aortic balloon pump (iabp) had possible fluid intrusion. There was no patient involvement, and no adverse event reported.